Event description:
It was reported that the patient was implanted with an implantable cardiac defibrillator on (B)(6) 2012 and subsequently (approx 17 days later), the device was explanted (B)(6) 2013 due to sepsis. E. Coli was noted and the device pocket was purulent. Two days later on (B)(6) 2012, the patient was placed on temporary pacing with additional treatment. The patient was intubated five days (on (B)(6) 2012) thereafter and died next day ((B)(6) 2012 due to respiratory failure, kidney failure and septic shock. It was noted that the patient was part of the (B)(6) extraction study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Concomitant products: product ID: 6947, implanted: (B)(6) 2008. Product ID: 5076-52, implanted: (B)(6) 2008. Product ID: 419588, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.